Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was working on the roof and the insulin pump caught in the ladder and the device fell. Customer stated that the insulin pump has a partial display with dark spots and a crack underneath the screen. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.